Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4) . Product has not been received by zimmer biomet, once product received our investigation will begin. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an anesthesia for spine surgery, a first sterile disposable tourniquet cuff had an air leak (during inflation). No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.